Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. Patient was revised (B)(6) 2021 from perc to paddle. Generator was replaced per physician request. Generator or leads will not be sent back per hospital policy. The results of the in vestigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2021-00040. It was reported that the patient had ineffective therapy from their scs system. The patient's leads had migrated to t9 and t11. X-rays were taken which confirmed the migration. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient experienced ineffective therapy was reported to abbott. The patient's leads had migrated to t9 and t11. X-rays were taken which confirmed the migration. No intervention is planned. The results of the "investigation" are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein their scs percutaneous leads were explanted and replaced with a paddle lead to address the issue.